Event description:
Cec adjudicated the death event was for cardiac death and not for non-cardiac death as initially reported.

Event description:
During the index procedure, the patient had a 3.0 x 24 mm endeavor sprint rx drug-eluting stent and a 3.0 x 12 mm endeavor sprint rx stent implanted in the mid lad. A dissection is reported to have occurred during the procedure. Approximately 12 days later, the patient underwent a staged procedure and had a 3.5 x 18 mm endeavor sprint rx stent implanted in the proximal cx. Approximately 4 months later, it is reported that the patient expired. Cause of death was reported as due to acute pulmonary edema (non-cardiac death). The investigator assessed that the event was unrelated to the study device and the study procedure. (Ref MFR #'s 99612164-2012-00113 and 99612164-2012-00114).

Manufacturer narrative:
Results: dissection. (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).